Event description:
Pt missed two doses of tpn infusion due to pump failure. Pump #1 nicad depletion. Pump #2 air in line (unable to resolve). Both pumps returned to office and could not duplicate alarms.